Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the opened samples noted one partial suture and two needles. One needle was received detached from the suture. The other needle was attached to a fragment of suture, but the suture appeared to have disengaged under tension. Upon microscopic inspection, instrument marks were observed at the swaged ends of the needles as well as the tips. As no sealed samples were returned, tensile tests and needle attachment tests could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. The needle should always be held in the middle where the diameter is greatest. Grasping the needle near the swaged end could cause bends or breaks, or damage the connection between the needle and suture. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic assisted robotic prostatectomy, the suture attached to the needle broke either at the connect between needle and suture, or further down the suture line away from the needle. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.